Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was loaded with a cartridge filled to 100 units; the piston accurately stops at 100 units during the load cartridge step. The force sensor calibration reading was found to be within acceptable range. The pump was opened and the force sensor resistance was found to be within specification.

Event description:
The patient reported that over the past two weeks the pump has been dispensing insulin during the load step of a routine cartridge changes. She stated that she does not receive a "no cartridge detected" warning prior to insulin being dispensed.